Manufacturer narrative:
Additional information: h6, h11 h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 33 minutes of starting the dialysis treatment with polyflux 140h, the patient experienced chest tightness, nausea, dyspnea, and abdominal pain. The blood pressure reading was 136/76 mm hg, pulse was 62 times/min and respiration was 17 times/min. The treatment was stopped and the patient was given oxygen. The blood glucose reading was 5.4mmol/l, and the patient was given 50% glucose (250 ml intravenously). It was also reported that four minutes later the patient complained of dyspnea and increased abdominal pain. The patient blood pressure decreased, and the pulse and respiration were elevated. Subsequently, the patient was given dexamethasone (05 mg intravenously). The patient was disconnected and the blood was discarded. However, 13 minutes later the patient vomited and the patient's symptoms were relieved except for abdominal pain after 10 minutes. The patient was sent to the emergency room and the patient's symptoms were completely relieved and the vital signs were stable after 30 minutes. No additional information is available.